Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation is not a batch related problem. Two (2) product samples were received for evaluation. Visual inspection was performed. Visual inspection found the connectors have broken hinges. The root cause of the reported issue was found to be supplier device design. Supplier recommended a redesign of the hinge area. This issue has been escalated to an internal scar (supplier corrective action report) and will be monitored by internal trend analysis.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epifuse catheter connector cracked open on the hinge. There was no patient injury or intervention as a result.